Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the reported event was not determined. The event can be detected/prevented by following the instructions for use which state: -instruction manual for bf-1t180, operation manual: chapter 3 preparation and inspection, 3.2 inspection of the endoscope: inspection of the endoscope. -instruction manual for bf-1t180, operation manual: chapter 4 operation, 4.2 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the plastic distal end cover of the bronchovideoscope was burnt. There were no reports of patient involvement.